Event description:
It was reported that this right ventricular (rv) lead was explanted due to high threshold and noise. Furthermore, during the explant procedure a helix anomaly was observed. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm device noisy signal and high capture threshold allegation based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, damaged or defective allegation was confirmed based on the observation of a deformed (bent) helix. Further, known inherent risk was selected based on the field report of helix damage and the observation of a deformed (bent) helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high threshold and noise. Furthermore, during the explant procedure a helix anomaly was observed. A new lead was implanted. No additional adverse patient effects were reported.